Manufacturer narrative:
Citation: v. Nijenhuis et al. Severe conduction defects requiring permanent pacemaker implantation in patients with a new-onset left bundle branch block after transcatheter aortic valve implantation. Europace (2017) 19, 1015¿1021 doi: 10.1093/europace/euw174 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding severe conduction defects requiring permanent pacemaker implantation in patients with a new-onset left bundle branch block after transcatheter aortic valve implantation. All data were collected from a single center between june 2007 to june 2015. The study population included 627 patients (equally male and female, mean age of 81 years which 77 were implanted with medtronic corevalve evolutr. Among all patients 5 sudden deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: total av block, first- or second-degree av block, alternating (left and right) bundle branch block, sinus bradycardia, myocardial infarction, stroke, bleeding (minor, major), paravalvular leak (mild, moderate), acute kidney injury. Based on the available information, these adverse events may have been attributed to medtronic product.